Event description:
An implant card was received indicating that the patient had a full replacement due high impedance. The surgery was originally just going to be a battery replacement but prior to the case when doing diagnostics high impedance was seen so a full replacement was performed. The explanted devices was discarded after surgery and are not available for return. No additional or relevant information has been received to date.